Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected insulin flow blocked alarms were noted. The pump was received with a cracked keypad overlay at the select button. The pump had minor scratches on the lcd window, case and keypad overlay.

Manufacturer narrative:
The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's child reported that the insulin pump had a piston anomaly. Insulin flow was blocked. Customer's blood glucose level was 600 mg/dl. The night before their blood glucose level was 20 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Additional information was received. It was stated that the insulin pump was downloaded, and no anomalies were found on the device. It was stated that there were many errors during the reservoir replacement, which may have contributed to the hospitalization. It was stated that the customer has a very high insulin sensitivity.